Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the image of an aurora surgiscope (ID asx15/80) became "foggy and cloudy¿ following a period of usage (approximately an hour) following wetting from irrigation. New camera provided during case returned image to normal, showing it was the surgiscope and not the icb, cables or monitor. Resident was seen flooding the top of the camera with a bulb irrigator. No patient injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the aurora surgiscope was returned for evaluation. Device history record (DHR): no anomalies occurred during the manufacturing or packaging of the device that could be attributed to the complaint. Failure analysis - there were no functional or performance issues found with the returned complaint aurora surgiscope imager. Root cause - the root cause of this complaint is undetermined.